Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- date of event is estimated. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that the procedure was treat a lesion in the proximal left anterior descending (plad) artery. An unspecified xience skypoint stent was implanted; however, post stent implantation the patient experienced chest pain and was brought back to the cardiac catheterization laboratory. Thrombus was confirmed; therefore, thrombectomy was performed. No additional information was provided.